Event description:
The customer reported that during a pancreatic resection, the device jaws were applied to tissue could not be re-opened after the sealing and cutting functions were completed. The surgeon used a monopolar electrosurgical device to loosen the tissue and remove the device. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.